Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. E1.initial reporter facility name: (B)(6). Investigation summary: bd received 21samples and 7 photos for investigation. Evaluation of the photographs indicated yellowish edta clumps in the tubes. The returned samples were investigated and edta clumps could be analyzed from the samples. Due to the size of the deposit the additive has yellowed slightly on irradiation. This is recognized to be an aesthetic defect with no impact on the efficiency of the tube additionally, 100 retention samples from bd inventory, were visually inspected and no edta clumps were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode additive abnormality. Bd was not able to identify an exact root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported prior to use of bd vacutainer® k2e 10.8mg plus blood collection tubes, 3 tubes contained an abnormal additive form (yellow clumps). There was no health impact or consequences reported.